Event description:
A surgeon requested to be contacted by an edwards lifesciences representative to discuss a patient case. Reportedly, the surgeon successfully implanted a magna mitral into a patient 2 years ago, the case went well. However, the patient presented in clinic this week with a severe regurgitant central jet. The surgeon would like to communicate with a physician about his findings on this patient and gain some insight from edwards. No additional information was provided, despite multiple attempts with the surgeon's office. Edwards has been unsuccessful to reach the inquiring surgeon.

Manufacturer narrative:
Edwards has not been provided with any additional information, despite multiple attempts with the healthcare provider. No information received to suggest an intervention has taken place. Attempts to contact the inquiring surgeon, and obtain additional patient information and medical records are ongoing. The root cause of this reported event cannot be evaluated or determined without additional information such as; echo imaging results patient medical records, updates and edwards investigation (if additional patient/device info is provided) will be reported in a timely manner.